Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. Field service engineer (fse) confirmed the reported issue. Fse replaced the sensor board and retested the unit. After the sensor board was replaced the unit passed the o2 test. Fse performed the required performance verification tests and all test passed. The sensor pcb was returned for failure investigation and the reported issue could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high internal o2 alarm error code 5003. There was no patient involvement.